Event description:
It was reported that the drive support cap is protruded. The blood glucose reading is 126 mg/dl. Customer has pushed in the drive support cap which caused a low blood glucose reading of 49 mg/dl. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.